Event description:
A report was received that the ipg would not communicate with the remote control (rc) and patient was experiencing numerous charging cycles. The patient will undergo pocket revision wherein the ipg will be replaced due to suspected malfunction.

Event description:
A report was received that the ipg would not communicate with the remote control (rc) and patient was experiencing numerous charging cycles. The patient will undergo pocket revision wherein the ipg will be replaced due to suspected malfunction.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to suspected malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.